Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned ; visual and dimensional evaluations could not be performed. Photographs provided shows excessive wear on the explanted bearing. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes provided state there were no intra operative complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient was revised due to instability approximately 14 years later. The poly was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. Unknown - unknown patella - unknown. Unknown - unknown spacer - unknown. Unknown - unknown palacos cement with gentamycin - unknown. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. Once the investigation has been completed, a follow-up MDR will be submitted.